Event description:
The patient was undergoing a medical procedure using a neuron delivery catheter 070. Upon removal from the packaging, the neuron catheter was found kinked at the distal end and was not used. The physician continued the procedure successfully using a new catheter.

Manufacturer narrative:
Results: the neuron 070 distal shaft was ovalized from approximately 2.5 cm to 6.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the neuron 070 was found kinked at the distal end and was not used. Evaluation of the returned device revealed an ovalization in the distal shaft. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is removed at an angle while force is being applied, it is likely that damage will occur. Since the distal tip is protected by a packaging tube, it is not possible for this damage to have occurred during transit. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.